Event description:
According to the information received, the patient's post-operative course was "slow" but without major morbidities. After discharge, the patient experienced changes in mental status, chills, sweats, vomiting, and diarrhea. It was reported that the patient was treated at an outside facility for depression, possible pneumonia or possible food poisoning. The patient continued to do poorly and was admitted and received a permanent pacemaker, however, the pt expired in 2001. Additional information will be requested, including the autopsy reports.